Manufacturer narrative:
The root cause of the (B)(6) advia centaur xp hcv result is unknown. Qc was in range at the time of the testing. The limitations section of the instructions for use states : "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis c virus. The calculated values for hepatitis c in a given specimen as determined by assays from different manufacturers can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer."

Event description:
Customer observed (B)(6) results for advia centaur xp hcv (ahcv) for several samples from the same patient. A prior sample from the same patient had (B)(6). There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp hcv results.

Manufacturer narrative:
MDR 1219913-2016-00259 was filed on january 5, 2017 reporting (B)(6) results for advia centaur xp (B)(4) for several samples from the same patient. January 13, 2017 - additional information: it has been identified that the patient was (B)(6) on (B)(6) 2015 as well as the samples reported in initial MDR 1219913-2016-00259. Siemens was notified that another sample from the same patient was received on january 11, 2017. The sample was (B)(6). The following summary of testing was provided for this patient. (B)(6) 2016 (B)(6), (B)(6) 2017 (B)(6). Siemens was notified that the patient is a renal dialysis patient. Siemens continues to investigate.

Manufacturer narrative:
MDR 1219913-2016-00259 was filed on january 5, 2017 reporting (B)(6) results for advia centaur xp hcv (ahcv) for several samples from the same patient. MDR 1219913-2016-00259 supplemental 1 was filed on february 6, 2017 with additional information. February 15, 2017 - additional information: this was a case of a patient that is now (B)(6) but in previous draw was (B)(6). Based on the pcr result it does appear this patient is indeed a (B)(6) response. There is insufficient sample on the previous draws to test and verify. There is no plausible root cause for a patient that was (B)(6) on one draw but (B)(6) on the next. Additional medical information including medications was not available to help to identify the root cause.